Event description:
One of two patients: procedure performed (B) (6) 2008 was crown prep. Injury was noted at the end of the procedure during finishing. Injury was on middle mucosa of right cheek. Injury was round in shape, circumference about 20mm. Tissue was white. Office prescribed motrin and gave patient some anti-bacterial rinse (periogard). Patient came to office a week later for follow up. No more treatment needed.

Event description:
Two of two patients: procedure performed (B) (6) 2008 was composite fillings. Assistant noticed as it happened. Injury was on upper left cheek. Injury was round in shape, circumference about 10mm. Tissue got white. Office prescribed motrin and gave patient some anti-bacterial rinse. Patient came to office a week later for follow-up. No more treatment needed.